Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a liquid on the right side behind the main diluter of the coulter lh 500 hematology analyzer. Customer reported that they could not locate the source of the leak. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a leak that appeared to be lyse at the tubing through pv40. Pv40 provides an open waste path from vc7 (differential waste chamber) to the waste. The fse replaced the tubing and verified the repairs per the established procedures.